Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was patient had bladder issues for the last few weeks where just dripping. They did have a fall yesterday but not a real bad fall. Had a bigger fall a couple weeks ago. Few weeks ago they had burning above battery pack and then it stopped. This morning patient had an endoscope procedure with no cautery. Patient made sure before hand the handset and communicator were charged. Before the procedure they checked their stimulator. It showed some numbers but wasn't showing programs anymore. It was all zero's. Patient did not shut of stimulation for procedure. Patient tried cranking it up. They said they were on program 2 or 3 and what amplitude to put it at. They couldn't feel the stimulation. It is set up to cycle. They upped the stimulation a little and felt no change. Checked patient's settings and they were on program 2 at 2.2. They increased the stimulation to 4.2 and the patient felt nothing. They continued to increase to 5.2 and felt no stimulation. Swit ched to program 3 and felt stimulation around the stimulator. Switched to program 4 and felt stimulation in the hip. Tried program 5 at 3.3 and felt stimulation toward the spine. Program 6 felt a little ache around the stimulator. Then they tried program 7 and increased the stimulation and felt nothing. Patient said they had tired the customized programs earlier and felt nothing on them. Patient said, they do have an impedance line somewhere they just don't know where, they think the first line. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.